Event description:
It was reported by the physician the device was used during a breast biopsy. It was reported the micromark clip was deployed without difficulty. The radiologist felt something different when removing the device from the pt. On the post films, 2cm medial to the biopsy site a 5mm body was noted. Upon inspection, the marker sleeve had been sheared off and remained in the breast tissue. Proper alignment was maintained during insertion and during removal of the device. The pt was informed by the radiologist and reports no problems are expected.